Manufacturer narrative:
Full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation out of the box, the cardiosave intra-aortic balloon pump (iabp) fan failed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site2, h3.h6(type of investigation, investigation findings, investigation conclusions, component codes), h11 confirmed lacked air flow in front of console, right above batteries, as well as unable to hear the fan run. Other than that, unit fully functional. Identified chassis fan not running once back cover removed. Compressor fan operational. Identified chassis fan reading 0 rpm, when compared to compressor fan. Identified chassis fan partially dislodged from the printer interface board, where fan is connected. Fan cabling being pulled by cable management clamp inside chassis, without any slack. Rerouted fan cable to printer interface board, to allow cable slack, and successfully got fan to work. Fan connection secured and snugged post rerouting. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. No patient involvement.